Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ red particles observed on the surface of the device. ¿ observed broken on anterior side assessed as surgical damage. ¿ missing piece of shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side "capsular contracture baker grade IV." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side "capsular contracture baker grade IV." Device remains implanted.